Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record for the affected product/lot number combination was reviewed. No discrepancies were noted. A review of the nonconformance history for the product/part number combination was conducted. No issues were noted relative to the reported failure mode. Possible root causes of the reported failure include the following: damaged console; damaged hand piece; the outer diameter of the product is out of specification on the high side; the components do not fit properly, thus causing problems with the alignment between the cutter and housing assembly. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit was not oscillating properly.